Event description:
It was reported to biomedical engineering that "the device was set to infuse a 3mg loading dose of morphine. The pump delivered 13mg within approximately 5 minutes. "Customer biomed printed a device history which showed the following for the reported event date (verified pump showing correct date/time). Pump turned on at 10:02am. At 10:03 a concentration of 5mg/ml was entered. At 10:04, 2mg loading dose was administered. A door alarm occurred at 10:06 (door remained open for too long) and it was then closed. A check setting alarm occurred immediately (complete settings had not been entered). Pump was powered off at 10:06 and back on at 10:09 when the concentration is entered as 5mg/ml and another loading dose of 2mg is administered. Pump is powered off at 10:12 and back on again at 10:20. At 10:21 a third 2mg loading dose is administered. At 10:25 programming is completed for pca mode. Pca dose of 1mg 6 minute patient lockout, 50mg 4 hour limit. At 10:26 a fourth loading dose (3mg) is administered. At 10:33 the pump is powered off. Pump is powered on again at 11:42 and it is re-programmed for 5mg/ml, loading dose of 3mg administered, pca dose of 1mg, 6 min lockout and 50mg 4 hour limit. The door is locked at 11:46. Two patient requested doses are delivered at 11:46 and at 11:54. Pump is then powered off at 11:57am. The total delivered was never cleared; the amount adds up to 14mg which matched the amount gone from the vial. Risk manager states there were no adverse effects to the patient. "In fact he continued to report being in pain." No additional information.